Event description:
It was reported that (3) devices were used during a hemicolectomy. It was reported by the affiliate that the tlc55 instrument was being used by the surgeon for a laparotomy, which became an extensive hemicolectomy. The first device worked well and an insert was used, however this jammed and would not slide, therefore a 3rd device was opened which worked successfully to complete the case. There was no consequence to the pt.